Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 86 mg/dl. The customer's mother stated that her son, who has down syndrome, required assistance when she attempted to clear the button alarm but could not. The esc and act buttons did not respond. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump had moisture damage on keypad traces. No button error alarm noted. All buttons function properly. Insulin pump received with a cracked reservoir tube lip, cracked reservoir tube, minor scratches on display window and cracked case near display window corners noted during visual inspection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.